Event description:
Patient reported right side "lumps underneath breast and noted is smaller (10 months)." Additionally patient reported "rupture, fluid, and replacement due to the patient¿s concern with the product" and "doctor informed may have alcl." Pathological markers confirming alcl have not been received. Healthcare professional later reported right side capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "rupture, fluid, and replacement due to the patient¿s concern with the product", lymphoma-alcl-suspected (pathological markers not reported); capsular contracture baker grade unknown explanting physician: dr.(B)(6).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture, fluid, and replacement due to the patient¿s concern with the product", lymphoma-alcl-suspected (pathological markers not reported). Implant physician: (B)(6).

Event description:
Patient reported right side "lumps underneath breast and noted is smaller (10 months)." Additionally patient reported "rupture, fluid, and replacement due to the patient¿s concern with the product" and "doctor informed may have alcl." Pathological markers confirming alcl have not been received. The device remains implanted.